Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that a patient was on the nkv-550 ventilator, when the ventilator started to make a loud audible beeping noise (same alarm as when you power off the vent) and the ventilator shut off with the screen black. There was no harm to the patient as the patient was immediately manually ventilated and placed on another ventilator. The debug logs confirmed a cpu reset and ventilation resumed within 17 seconds.